Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of hypotension is a known potential adverse event as listed in the xact instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the patient was premedicated with labetolol for hypertension before the xact stenting procedure in the left internal carotid artery. At the end of the procedure, the patient's blood pressure had decreased to 93/52. Levophed was started the following day when blood pressure was 86/40. Metoprolol was held. After approximately 6 hours, the levophed was discontinued and the blood pressure was 103/57. The patient was discharged the following day with a blood pressure of 108/86 and instructions to hold the usual antihypertensive medication (metoprolol). No additional information was provided.